Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Manufacturer narrative:
The returned product was evaluated and was found to have been manufactured within specifications. A visual examination indicates a fracture took place in the driver assembly, 31-100588-10, that caused the instrument not to function as intended resulting in the instrument locking inside the shell. Unit had been in service for over 8 years.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2014. During the procedure, the inserter handle would not disengage from the acetabular cup. Another acetabular cup was utilized to complete the procedure.